Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor used an angio-seal device to seal the patients right common femoral artery at the end of the procedure. He said that while pulling the device back to start tamping that the entire device including the footplate and collagen came out. They then held manual pressure. They did not save the device. Blood loss was less than 250 cc. No medical or surgical intervention was required. Patient was in stable condition and the procedure was successful.